Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the sensor readings were not matching customer's blood glucose. The sensor read 83 mg/dl while customer's blood glucose was 204 mg/dl. It was stated there was a hospitalization caused by these issues. Customer also stated there was irritation and bleeding at the insertion site of the sensor. Troubleshooting was performed. The customer was advised the sensor would be replaced and declined to return the device for analysis.